Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 800 mg/dl. The customer was experiencing symptoms of confused, nausea and dehydrated. Customer was treated with the syringes and pump. Customer was admitted to the hospital. Customer's blood glucose at 911 called was 800 mg/dl. The customer cause of high blood glucose was diabetic ketoacidosis. The customer was in the intensive care unit and short/long acting insulin. Customer was wearing the pump at time of 911 called. Customer is going to call back with her pump on hand to troubleshoot.